Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the doctor could finally fully inserted the lead into the ins during the surgery; however, it was very difficult to do it and he had to manipulate the lead for at least half an hour to get it (that is not usual). It was not assured that the high impedance was due to that, but it was possibility. It was noted that they could save the lead changing the active poles configuration to get an acceptable stimulation. The consumer was fine with a current good therapy response.

Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot# 0213972279, implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare professional (hcp) via a manufacturer representative reported difficulty inserting a lead into an implantable neurostimulator (ins), which occurred during a procedure. Unknown if any factors led to the event. Troubleshooting was noted as visual observation of the blue sections between the poles, and impedance measurement. It was noted that there was high impedance in pole ¿0.¿ the lead was pulled out and reinsertion was tried several times until fully seated; however, the high impedance remained in the pole ¿0.¿ the issue was not resolved at the time of the report. Both the ins and lead remain implanted. No symptoms were reported. The consumer¿s medical history included anorectal malformation. There were no further complications reported and/or anticipated.